Manufacturer narrative:
Image review: post op x-rays from thoracolumbar fusion show broken rod and two broken iliac screws. Fusion status and degree of deformity correction is unknown, but suspect failure of bony fusion as culprit. X-ray shows that hardware appears appropriately sized and placed.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op six months, two screws and one rod broke in patient. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.